Event description:
It was reported that the balloon ruptured during implantation of the stent. Two days post procedure, the patient was sent to the or, due to lower leg ischemia, to remove the balloon segement. Patient status is currently unknown.

Manufacturer narrative:
The lot number for the device has been provided. A review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation is currently underway.the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.